Event description:
It was reported that a pt was having painful stimulation at the generator site, and seizures had returned to pre vns baseline rate. Diagnostic testing resulted in high lead impedance. The pt did not report any trauma or manipulation of the device. The physician believes the pt is not receiving full vns therapy. X-rays have not been made available to the MFR for review. Revision surgery has been planned, and product is expected to be returned to the MFR. Good faith attempts are being made to obtain add'l info.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.